Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the power supply board - component failure. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/08/2018 to present date 10/16/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Additional information: h6 (results, conclusion).

Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.